Manufacturer narrative:
Caster tube brake pin guides.

Event description:
It was reported by service report that the brakes would not hold properly. No pt involvement or adverse consequences are reported.